Manufacturer narrative:
An event of paravalvular leak and difficult separation was reported. Information from the field indicated that the valve appears to be correctly sized based on provided dimensions, the implant depth was 4mm from the non-coronary cusp (deeper than the optimal 3mm depth), there was low calcium but sufficient for sealing, and the third tab took a few seconds longer to release than the other 2 tabs. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that the implant depth contributed to the reported event. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6 health effect - clinical code: code 4444 removed.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor vision valve was chosen for implant using a flexnav delivery system during an aortic transcatheter valve implantation. The mean diameter of the native aortic annulus was 23.7mm, and the perimeter was 75.7mm. The patient's aortic ventricular angle was 47 degrees. A pre-implant balloon aortic valvuloplasty (bav) was not performed due to low calcium. It was reported that there was sufficient calcium to allow sealing. The valve was partially re-sheathed once as it initially was too high on the left coronary cusp (lcc). The patient's rhythm was paced during deployment and release of the valve. The valve was then successfully implanted at a depth of 4mm on the non-coronary cusp (ncc) and 5mm on the lcc. The third tab on the valve released from the delivery system after a few seconds, and no technique was required to release it. Post implant, a trivial paravalvular leak (pvl) was noted. On echo, the mean aortic valve (av) gradient was 5mmhg. A post-implant bav was performed with a 24mm non-abbott non-compliant balloon. The post-implant bav was to make the valve more circular for improved durability and was not related to the pvl. On electrocardiogram (ECG), the patient had a 1st degree heart block which was pre-existing prior to the procedure. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor vision valve was chosen for implant using a flexnav delivery system during an aortic transcatheter valve implantation. The diameter of the native aortic annulus was 20.6mm and 26.7mm, giving a mean of 23.7mm. A pre-implant balloon aortic valvuloplasty (bav) was not performed due to low calcium. The valve was partially re-sheathed once as it initially was too high on the left coronary cusp (lcc). The patient's rhythm was paced during deployment and release of the valve. The valve was then successfully implanted at a depth of 4mm on the non-coronary cusp (ncc) and 5mm on the lcc. The third tab on the valve released from the delivery system after a few seconds. Post implant, a trivial paravalvular leak (pvl) was noted. On echo, the mean aortic valve (av) gradient was 5mmhg. A post-implant bav was performed with a 24mm non-abbott balloon. The post-implant bav was to make the valve more circular for improved durability and was not related to the pvl. On electrocardiogram (ECG), the patient had a 1st degree heart block. The patient status was reported as stable.